Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") in an unspecified female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") and uterine leiomyoma ("fibroid polyps"). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and uterine leiomyoma outcome was unknown. The reporter considered hypersensitivity, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.